Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The history log shows the pad-pak was first installed in the device on (B)(6) 2010 and it performed to specification up to (B)(6) 2014. The device failed a self-test due to a low battery between (B)(6) 2014 and remained in fault mode until (B)(6) 2014 when an increase in voltage suggests a further pad-pak was installed. Multiple manual power ons of less than one minute duration were observed in the device memory between (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. There were no ten minute time outs recorded in the history log however the less than one minute time outs may suggest the device was switching itself on automatically and the user was intervening to switch the device off via the on/off button. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this had no impact on the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.